Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Manufacturer narrative:
Additional information was received that the location of the suspected infection was at midline incision site. Symptom includes liquid at the incision site. The physician did not believe that the suspected infection was device related. The patient was administered antibiotics and was shown not to have an infection.

Event description:
A report was received that during a revision procedure, the physician suspected that the patient had an infection and chose to explant the devices.

Event description:
A report was received that during a revision procedure, the physician suspected that the patient had an infection and chose to explant the devices.